Event description:
Information was received from a consumer via a company representative in regard to a patient receiving intrathecal baclofen (concentration 450mcg/ml; dose 205mcg/day), fentanyl (concentration 66.7mcg/ml; dose 30mcg/day), and prialt (concentration 5.7mcg/ml; dose 2.59mcg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain and failed back syndrome - other. The patient reported to the company representative that the pump had been loose in the pump pocket for about 1 year and has nearly flipped, causing her pain at the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.